Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is (B)(6). (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and death as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies the rated burst pressure (rbp) and clearly states not to exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other rx graftmaster device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a free perforation in the proximal left anterior descending (lad) coronary artery. A 3.5x26mm rx graftmaster covered stent was deployed at 22 atmospheres (atm). While the 3.5x26mm graftmaster stent did not exacerbate the perforation and no issues were noted with stent delivery, extravasation continued; the physician was unable to determine the exact cause of the continued leaking. A 2.8x19mm rx graftmaster covered stent was then deployed at 22 atm and sealed the perforation. The stents thrombosed the same day, requiring emergent thrombectomy. Thrombectomy was successful. While there was no occurrence of a clinically significant delay, use of these graftmaster stents reportedly caused additional complications / adverse events due to the thrombosis; the patient experienced cardiac arrest and expired on (B)(6) 2017. In the opinion of the physician it is possible that the thrombosis in the graftmaster stents may have caused or contributed to the cardiac arrest and death. No additional information was provided.